Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had an electrical issue. Kit was changed out and so was the ext cable. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had an electrical issue. Kit was changed out and so was the ext cable. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage with evidence of blood were observed. A visual inspection of the dc extension cable/cord was conducted. Blood was observed on the cord. The connectors at both ends of the cable appear to be in good condition. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference power supply at level 2.5 volts and a reference hemopro harvesting tool. The device passed the pre-cautery test; it produced visible and audible steam and heat during ten (10) 5-second activations and shut off when the toggle was released. We were unable to reproduce the reported failure during testing. Based on the condition of the device as returned and the results of the investigation, the reported failure mode "electrical issue; cord" was not confirmed.